Event description:
It was reported that the insulin pump alarmed button error. Customer stated he fell in the water. Customer is turning to back up plan. Blood glucose value is 14 mmol/l.. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump received with no act button response due to corroded keypad trace. No button error alarm noted during testing. Insulin pump received with minor scratches on display window, cracked case at display window corners and cracked reservoir tube lip. Moisture damage was found on electronic and motor assembly.